Event description:
It was reported that the pt experienced a fall that resulted in a trip to the ER. Due to the fall, the pt was unable to drive which led to them not being able to meet with their healthcare provider. The healthcare provider would not provide services for the pt due to the missed appointment. The pt also experienced a burning sensation while charging following the fall.

Manufacturer narrative:
(B) (4).